Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to another meter as well as her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, between 8-9am, she obtained readings of "150, 200+mg/dl" on the lfs meter, compared to "105mg/dl" on in accu-chek meter. Based on statistical methodology, the calculated difference of these results exceeds the expected result of <= 30mg/dl or <=30mg/dl. The patient reported using non adjusting insulin to manage her diabetes. The patient reported between (B)(6) /2013, she decreased her medication of humalin from 30 units to 15 units in the morning, and 15 units in the evening. The patient reported several weeks after the alleged issue first occurred she developed symptoms of loss of vision, shakes and vomiting. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site for obtaining the sample. The patient was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.